Event description:
Discordant results obtained for multiple parameters on the advia 2120 with dual aspirate. The discordant results were reported to the physician. The sample was repeated on a backup system and the corrected results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The customer contacted siemens technical solutions center (tsc). Siemens tsc recommended to change the clot filter, clean and verify the sample shear valve (ssv) alignment and replace the selector valve. Tsc also recommended to flush the pathways. Siemens reviewed the discordant results and determined that the results were flagged by the instrument and should not have been reported to the physician. The instrument is performing according to specifications. No further evaluation of this device is required.